Event description:
A report was received that the patient's lead was fractured during implant and it was then explanted and replaced with a new one. It was noted that the broken contacts were still in the patient¿s body.

Manufacturer narrative:
Additional information was received that the broken contact was still in the patient and the physician does not plan to remove it. Sc-2218-50 sn (B)(4): a review of the manufacturing documentation for the sc-2218-50 sn: (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory. Sc-2218-50 sn (B)(4): the complaint has been confirmed. Visual inspection revealed distal electrode #8 was not returned. Cables are exposed at the fractured portion of the distal end. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage.

Event description:
A report was received that the patient's lead was fractured during implant and it was then explanted and replaced with a new one. It was noted that the broken contacts were still in the patient¿s body.